Event description:
It was reported the patient was unable to adjust stimulation. Display was showing "call your doctor" icon. It was also noted there was a power on reset (por) condition. Patient was seeing a triangle in the upper left hand corner. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).